Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. D6a: exact date is unk. Assumed 13 years ago. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was explanted due to small amount of dysphagia. Couldn¿t vomit. Patient convinced symptoms attributed to device put in 13 years ago removal went well with no and all beads came out.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2025. Corrected data : d1, d4. Additional information: yes apologies, I was misinformed it was a size 15. However, it is not known if it was lx15 or lxm15. I believe that all implants before (B)(6) 2015 were lx15.

Manufacturer narrative:
(B)(4) date sent: 4/11/2025 corrected data: d1, d4. Additional information was requested, and the following was obtained: the code is lxm13 not lx.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Corrected data: d1, d4. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes, if yes, could you please share the results? Unavailable. On what date did the implant take place? 2012 not known specific date. What is the product code for the linx device that was removed? Lx13. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient wanted removal. Besides the reported dysphagia, what was the reason for removal of the linx device? Patient wanted removal. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Investigation summary: a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. A cut wire, bent wires and tooling marks were noted in some beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.